Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (7.5mg/ml at 3.2mg/day) and dilaudid (2mg/ml at 0.855mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and failed back syndrome. It was reported that the patient called the hcp reporting an error code on the personal therapy manager (ptm). The patient was seeing a 8674. It was reviewed that the error code was probably 8474 which meant a reset occurred. The patient reported feeling sick. The date was (B)(6) 2018. There were no further complications reported at this time.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that a motor stall had occurred on (B)(6)2018. It did not reset. Tube set message occurred on (B)(6)2018. An additional motor stall with recovery was reported on (B)(6)2018. The cause of the motor stall was likely due to the medication. The patient was to be set up for pump replacement due to the motor stall. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that their pump was replaced. No further complications were reported or anticipated.

Manufacturer narrative:
Interrogation by the hcp additionally determined the dose and concentration of bupivacaine was 5.0mg/ml at 2.2mg/day. If information is provided in the future, a supplemental report will be issued.